Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was working and then it went dark. A visual inspection was performed and showed the distal tip prism is broken off. This damage is caused by contact to the distal tip. No manufacturing related defects were observed. Review of the complaint history records were performed which confirmed no inconsistencies.

Event description:
It was reported that device was working and then went dark, there was water inside. As a result, visibility was lost. A backup device was available to complete the procedure without any patient injuries or major delay.